Event description:
Additional information received reported that cec adjudicated not related to index procedure, device, or apt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that postoperatively, the patient was recovered in the neuroscience intensive care un it for monitoring. Post operative day 1, patient reported symptomatic anemia and responded well after transfusion. Patient was transferred to the floor for monitoring and discharged on pod #2. The patient experienced headache. The patient experienced anemia with associated dizziness with an onset date of (B)(6) 2023. The patient recovered and the issue resolved the next day. This adverse event (ae) resulted in treatment with 500ml normal saline solution provided. This ae was treated with a blood transfusion. This ae resulted in new or worsening of existing neurological deficits. Symptoms did not last more than 24 hours. Dizziness and anemia. 1 unit of prbcs given for hgb 7.3. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening.  A balloon was used to improve wall apposition, guidewire used to improve wall apposition.  The patient was undergoing surgery for treatment of a saccular, right internal carotid artery (ica) sidewall c4 aneurysm with a max diameter of 4.6mm and a 4.1mm neck diameter. The aneurysm dome height was 4.6mm and the dome width 4.3mm. Parent artery diameter distal to aneurysm was 4.1mm and  parent artery diameter proximal to aneurysm was 4.9mm. There was significant stasis post implant. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the event resulted in a prolongation of an existing hospitalization. The event was not related to the disease under study and did not result from a device deficiency. The site assessed the event as not related to the devices, probably related to antiplatelet medication, and possibly related to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a headache localized to back of head and behind right eye post procedure. Patient had baseline history of migraines. Per subject, increased headaches have affected the ability to work. The event did not result in new or worsening of existing neurological deficits and did not result from a device deficiency. The event did not result in any treatment. The outcome was not recovered/not resolved. Additional information received reported the patient was undergoing surgery for treatment of a saccular, right internal carotid artery (ica) sidewall c4 aneurysm with a max diameter of 4.6mm and a 4.1mm neck diameter. The aneurysm dome height was 4.6mm and the dome width 4.3mm. Parent artery diameter distal to aneurysm was 4.1mm and parent artery diameter proximal to aneurysm was 4.9mm. There was significant stasis post implant. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Medtronic received a report that postoperatively, the patient was recovered in the neuroscience intensive care un it for monitoring. Post operative day 1, patient reported symptomatic anemia and responded well after transfusion. Patient was transferred to the floor for monitoring and discharged on pod #2. The patient experienced headache. The patient experienced anemia with associated dizziness with an onset date of 2023-03-10. The patient recovered and the issue resolved the next day. This adverse event (ae) resulted in treatment with 500ml normal saline solution provided. This ae was treated with a blood transfusion. This ae resulted in new or worsening of existing neurological deficits. Symptoms did not last more than 24 hours. Dizziness and anemia. 1 unit of prbcs given for hgb 7.3. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening.  A balloon was used to improve wall apposition, guidewire used to improve wall apposition.  Additional information was received that the event resulted in a prolongation of an existing hospitalization. The event was not related to the disease under study and did not result from a device deficiency. The site assessed the event as not related to the devices, probably related to antiplatelet medication, and possibly related to the procedure. Additional information was received that the clinical events committee (cec) assessed the headaches and dizziness/anemia as a serious adverse event and causally related to the procedure, the headaches as possibly related to the device, and the dizziness and anemia possibly related to apt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported patient reports intermittent dizziness regardless of position or hydration/nutrition status.

Event description:
Additional information received indicated site reported adverse event 0 headache after index procedure and it is ongoing. However, per source documents, "patient also describes a new headache that is stabbing in nature and localized to the top of her head." Describes this as her 4th type of headache. Furthermore, source states, "presents to establish care following an episode of syncope in the summer. Review of this episode is suggestive of vasovagal syncope given the heat and the quick return to normal baseline.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's episode of syncope/collapse occurred on 01-jun-2023 and resolved the same day without further treatment/hospitalization. This was not the result of a device deficiency, and did not result in new or worsening of existing neurological deficits. The site assessed the syncope as not related to the device or procedure. The sponsor conservatively assessed it as possibly related to the procedure. It was noted that the patient had a medical history of syncope in the past.

Manufacturer narrative:
A2: date of birth is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.